Manufacturer narrative:
(B)(4). The device was disassembled and sand was found inside the device along with corrosion on several components.

Event description:
It has been reported the AED may not be functioning correctly.